Event description:
Philips received a complaint by the customer on the v60 indicating that an error message for "patient airway obstruction" had occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. Per good faith effort (gfe) response, it was reported that the error message for "patient airway obstruction" had occurred due to blower damage. The customer inquired a dealer to "repair" the blower. The customer inquired a dealer to "repair" the blower to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6). Reporting institution phone (B)(4).